Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor wire remaining under the skin occurred. No information to determined if the sensor wire was detached or broken was provided. No insertion site or date was provided. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.